Manufacturer narrative:
This report is being submitted as follow up no. 1 to inform that no additional information has been obtained. There have been no reported incidents leading to deaths due to inadequate hemostasis with the tr band over the past 10 years. Based on the investigation results, no cases of death due to inadequate hemostasis with the tr band have been identified over the past 10 years. Based on the notice in the complaint, it was considered possible that the tr band had been removed for some reason, leading to massive bleeding. However, due to the inability to conduct a detailed investigation of the actual device since it was not returned, the exact cause of the occurrence could not be determined. Relevant instruction for use (IFU) reference: "warnings: patient should not be left unattended while the tr band is in use. Directions for use: caution make sure the fastener is stable and not slanted. Caution: bleeding could occur if the adjustable fastener comes off during compression. Depending on the patient's wrist size and the way the device is applied, the adjustable fastener could come off. Ensure the fastener is fixed properly to minimize risk of losing and loss of applied pressure which can cause bleeding."

Manufacturer narrative:
H6: investigation findings - code 213 is based upon the evaluation of user facility information and the investigation of the retention sample; code 3221 is based upon no sample returned. H6 - investigation conclusion - code 4315 is based upon evaluation of user facility information and no device return; code 67 is based upon evaluation of the retention sample. This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. As of march 30, 2026, detailed information about the incident is unknown, and the causal relationship with the actual device is unknown. This is the MDR follow-up report based on the review of relevant records as follows. Since the lot number was unknown, the manufacturing record and the shipping inspection record could not be investigated. There have been no cases of poor hemostasis due to manufacturing defects over the past three years. Function confirmation of adjustable fastener of a current product. The following tests were conducted using the current product. The tr band was wrapped around the jig and left for 3 hours while fixed with adjustable fastener. After 3 hours, the tr band remained fixed to the jig with adjustable fastener. No anomaly such as detachment or looseness of adjustable fasteners. From the above, the retention of adjustable fasteners under these conditions was confirmed. Therefore, it was thought that the adjustable fastener was unlikely to be detached on its own.

Manufacturer narrative:
This report is being submitted as follow up no. 3 to correct the verbiage in section h11 on 9681834-206-00042f2. This report is being submitted as follow up no. 2 to inform that no additional information has been obtained.

Manufacturer narrative:
D4: lot number: requested, unknown. D4: expiration date: unknown due to unknown lot number . D4: UDI: unknown due to unknown lot number.. D6a: implanted date: device was not implanted d6b: explanted date: device was not explanted . E3: occupation: unknown. H4: device manufacture date: unknown due to unknown lot number. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. Since the lot number was unknown, the manufacturing record and the shipping inspection record could not be investigated. There have been no cases of poor hemostasis due to manufacturing defects over the past three years.

Event description:
Terumo medical corporation received the following reported information: on (B)(6) 2024, the patient was hospitalized for a scheduled cardiac procedure (coronary angiography and angioplasty) due to triple vessel disease, only one lesion having been treated during the previous hospitalization. The patient was admitted for the scheduled intervention at the planned time. The procedure ended at 17:32. Intervention with double radial access was performed with compression closure using tr-band, without complication. At 19:06, the patient was brought back to the ward after monitoring in the recovery room, discharged was validated and the patient was placed under telemetry supervision. The patient was not agitated, and there were no rhythm disturbances (particularly ventricular) detected. At 20:42, the telemetry alarmed for asystole with a tracing consistent with the alert. The nurse immediately went to the room and found the patient in cardiac arrest. The two compression bracelets had been removed, with massive hemorrhage from both wrists. The on-call cardiologist was called, and resuscitation was initiated by the paramedical team. Resuscitation continued with the on-call anesthesiologist, including an adrenaline bolus and ongoing chest compressions. Refractory hemorrhagic shock was confirmed. Monitor read asystole, no ventricular arrhythmia, and blood pressure was unobtainable. The family was informed of the severity of the situation and the risk of death. Despite resuscitation efforts, death was pronounced at 21:20. The causal relationship to the device could not be determined; however, the event outcome was classified as death, as the patient ultimately died. No causal relationship was described.